Manufacturer narrative:
Based on the information, richard wolf consider this case to be a reportable "serious injury" due to "aborted procedure".

Event description:
The user facility has informed richard wolf medical corporation (rwmic) of an issue regarding a connection cable wl 3m, part ID: 8564.851, batch# 230372. According to the received information, the user indicated that the connection between the motor control unit, connection cable, and the handpiece had been interrupted. Due to it, the motor control unit failed to recognize the handpiece. The connection cable was checked, and no bent pins were found. The reported event happened on a third case, at the beginning of a holmium laser enucleation of the prostate (holep) procedure but prior to being used on the patient. However, there was a reported 15-minute delay troubleshooting the device. The procedure was not completed, and the patient was brought back 2 days later for morcellation. Another connection cable was used, and it worked fine.